Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H4: the lot was manufactured from november 04, 2019 - november 05, 2019. H10: the device was received for evaluation. Unaided visual and magnified inspection did not identify any abnormalities that could have contributed to the reported condition; no black foreign matter was observed inside the fluid pathway of the device received with solution. The reported condition of black foreign matter was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an issue regarding one (1) unit of 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag in that black foreign material was found at an unspecified location. This issue was identified prior to patient use. There was no patient involvement. No additional information is available.